Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Despite multiple requests for the return of the rt340 breathing circuit and for additional information, the hospital has not responded. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The hospital reported that a hole was found in the expiratory limb of an rt340 breathing circuit. No patient consequence was reported. The hospital was unable to provide any further information surrounding the reported failure. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. However, the investigation of previous complaints has revealed that this type of damage can be caused if the device was punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms. -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a hole was found in the expiratory limb of an rt340 evaqua breathing circuit. This was found prior to patient use.